Event description:
It was reported that, "cone body was placed on plasma stem and taper was locked. Screw was then inserted and tightened with t-handle. When the screw was tightened with t handle there was a definite 'pop' and the screw broke with 3/4 of the thread still in implant head and the other 1/4 we are sending to you."